Event description:
The surgeon was doing an arthroscopic rotator cuff repair using twinfix pk 5.5 as a medail anchor. He used the 3.8 awl to prepare the hole and had assistant insert the anchor. Upon the 3rd turn, the anchor inserter started turning freely within the anchor, the inside of the anchor recess for the inserter had stripped. The anchor was sitting proud with approx 1.5 threads showing. The anchor was not able to be removed arthroscopically, so the surgeon had to open the shoulder to continue. Upon opening, the surgeon was still not able to remove the anchor with any instruments so ended up trimming the anchor to cortex with a bone rongeur. The sutures still moved freely and were secure. He continued to do the repair with another twinfix pk 5.5 medially which was successful and inserted easily.

Manufacturer narrative:
Device has not been returned for eval. (B) (4).